Manufacturer narrative:
Weight-ethnicity: unk. This product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo 12.6 implantable collamer lens of -9.5/1.5/168 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a longer length lens due to low vault. The exchange was implanted vertically and this resolved the problem. Cause is reported as unknown.